Event description:
In 2008 the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began at an unspecified time one day prior to event date. As a result of the issue, the patient claimed she took her usual dose of insulin (42 units of lantus). Approximately 8 hours after the alleged issue started, the patient stated she developed the symptoms of sweating and in response treated herself with oral glucose. At the time of troubleshooting, the customer care advocate noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.